Event description:
This device was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to early battery depletion. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).